Manufacturer narrative:
Lead was removed and replaced with a competitor lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had become dislodged approximately 3 months after implant. There was no report of adverse patient effects reported.